Event description:
It was reported that bd alaris smartsite low sorbing set separated the following information was received by the initial reporter with the following verbatim: I spoke with a representative today regarding defective low sorbing extension set 0.2 micron low protein binding filters. I am attaching a picture of the filter point of detachment. This occurred on 3 separate preparations and different drugs. We have quarantined the remaining lot numbers.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
Material #:10013902, batch#:24049272. It was reported by customer that the defective low sorbing extension set 0.2 micron low protein binding filters. Product ref 10013902, lot # (10)24049272. This occurred on 3 separate preparations and different drugs. We have quarantined the remaining lot numbers. Verbatim: rcc received a complaint via email. Email(s) attached. I spoke with a representative today regarding defective low sorbing extension set 0.2 micron low protein binding filters. Product ref 10013902, lot # (10)24049272. I am attaching a picture of the filter point of detachment. This occurred on 3 separate preparations and different drugs. We have quarantined the remaining lot numbers. Case number reference: (B)(4). Mailed received on 10sep2024: we have this other situation where (according to the picture provided by the customer) there is a separation at bonded engagement and it was selected failure mode as: tubing defective /damage. Based on the picture below, this (B)(4) is a separation (x2) since it has two rows. Could you help us for this pr to be updated to separation issue as failure mode

Manufacturer narrative:
It was reported by customer that the defective low sorbing extension set 0.2 micron low protein extension sets are separating at the filter. One photo of an extension set with filter was submitted for quality evaluation. Investigation of the photo submitted shows the extension set separated at the outlet port of the filter. A root cause could not be determined because the physical sample was not submitted. A possible root cause of the failure is a lack of bonding solvent at the union location between the outlet port of the filter and the tubing. A device history record review for model 10013902 lot number 24049272 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.